Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that around 9:20 a.m. On (B)(6) 2018, the patient in room 10 had a cardiac arrest. The alarm was announced on the central station and the bedside monitor, but not on the bed-to-bed overview in rooms 9 and 11. The device was used for monitoring at the time of the alleged malfunction. The patient suffered from a cardiac arrest and had to be resuscitated. The patient has been reported to be doing well. No additional information regarding the patient, such as gender, age, height and weight had been made available at the time the reporting decision was due.

Manufacturer narrative:
The patient in room 10 suffered from a severe desaturation on the (B)(6) 2018 around 9:20 a.m., and the alarm was announced on the patient's bedside monitor and the central station, but the pop-up window in the bed-to-bed overview did not open on the monitor in room 12. A philips clinical application specialist (cas) went to the customer site and found that the pop-up windows were configured to open for red alarms only on all of the monitors in the medical intensive care unit. The pop-up volume was activated to level 3 on all monitors. Additionally, the monitors also continuously displayed the bed-to-bed bar at the top of the display screen. The cas tested the function of the pop-up window by generating a false red alarm in room 10. The pop-up window in room 12 opened up as expected, which was witnessed by the clinical staff, the biomedical engineer, and the biomedical technician. It was noted that the pop-up window did not open if another alarm was already open (e. G. Heart rate or zero pressure). No trouble was found with the monitor during the onsite visit. The cas also collected alarm logs and device / status reports which were forwarded to philips product support engineering (pse) for evaluation. Although the device was found to be working as intended during testing and the evaluation of the logs and status / device reports do not indicate that the device did not work as specified, a malfunction of the monitor at the time of the reported event cannot be completely ruled out based on the available information. The exact cause for the reported issue remains unknown. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.